Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. Verified serial digital interface signal from another video system center to serial digital interface in on main subject device the customer informed tac of the event. Tac instructed contact to select the picture in picture on button on subject device keyboard. Then toggle the input select button, a picture in picture image is now present. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.